Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned for analysis. Analysis of the catheter found a break in the catheter body. The conclusion code no longer applies and was updated.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl with an unknown dose and concentration, bupivacaine with an unknown dose and concentration, and unknown baclofen with an unknown dose and concentration via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported patient was hospitalized yesterday ((B)(6) 2017) with acute crippling pain after playing with relatives. It was noted they were calling to contact a local manufacturer representative (rep) to assist with a catheter access port (cap) study tomorrow ((B)(6) 2017). It was noted that the pump logs and status was not checked as they did not have a programmer. It was discussed to contact the patient's managing healthcare professional for the patient's medical and pump history. It was noted as a sudden change in therapy/symptoms. Event date was noted as (B)(6) 2017. Additional information received from the healthcare provider (hcp) via a manufacturer representative regarding a patient receiving baclofen 400mg/ml at 44.32mcg/day, fentanyl 2400mcg/ml at 265.9mcg/day and bupivacaine 40mg/ml at 4.432mg/day. Via an implanted pump. It was reported that the patient had experienced pain due to a break in the catheter. It was unknown what factors may have caused, led, or contributed to the issue. A cat (CT) scan showed a likely break. On (B)(6) 2017, surgical intervention took place for a catheter revision. The issue resolved at the time of report, and patient's status was alive-no injury. Patient's weight was unknown. It was noted the part of the catheter that was explanted will be returned for analysis. It was later reported there was a product issue as the catheter became broken. Troubleshooting included an x-ray. A catheter access port (cap) study was not done because the x-ray was obvious. It was noted that surgery occurred on (B)(6) 2017 to put in a new catheter. The cause of the acute crippling pain was due to a broken catheter. It was noted that the crippling pain was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type :catheter..

Event description:
Additional information received from manufacturer representative (rep) reported the affected device will be returned. It was currently in possession of the rep, and will be mailed tomorrow. No further complications were reported/anticipated.